Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and identified a damaged motor control board in the drive unit. The service representative determined that when the facility biomedical engineer replaced the 3-joint arm, the washer between the arm and the housing of the pump was not re-mounted, allowing the arm to be screwed in too far, damaging the board. The part was replaced and subsequent testing did not identify further issues. The replaced board was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp displayed a numerical error code setup and failed to run. The user checked the connectors and cables but could not identify the problem. The pump drive was switched out for the procedure. There was no patient involvement.

Manufacturer narrative:
The field "labeled for single use ?" Was inadvertently left blank in the initial report, submitted september 12, 2017. The involved device is not labeled for single use.